Manufacturer narrative:
Qn#: (B)(4). The customer report of a damaged sheath was confirmed by complaint investigation of the returned sample. Visual analysis revealed that the sheath tip was damaged. Stress marks were observed indicating undue force was applied while introducing the sheath. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. Based on the condition of the sample received and the customer report, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: "glide-thru sheath started peeling back during insertion on a patient." No patient injury or consequence reported. The patient's condition is reported as fine.